Manufacturer narrative:
This is an initial report. Follow up report will be submitted if the product is returned for evaluation. Customers and retailers have been informed through the adc fa16may2006 letter.

Event description:
Customer reported, the unit of measurement setting had changed from mg/dl to mmol/l on her unlocked freestyle meter. She reported a reading of 29.5 and thinking it was 295 mg/dl, she went to her doctor. He tested her glucose and received a reading of 327 mg/dl. She was diagnosed with severe hyperglycemia and was prescribed insulin. There was no report of death, serious injury or mistreatment associated with this event.